Event description:
Went to administer gi pill to pt for anemia. Physician notified that pt was on a telemetry unit and it is known that telemetry may interfere with pill capturing/recording. Physician said to go ahead with procedure. Pt attached to sensor belt and gi pill monitor/recorder. Recorder device would blink red, yellow, and blue at different times. Other endoscopy nurse called and came to look at device. Md called and notified of pill not recording correctly. Md ordered to d/c telemetry on patient and continue with procedure. Gi recording device was blinking blue correctly again and the gi pill was swallowed by the pt. Device was working properly when we left. Endoscopy unit was called by pt and md to inform that the monitor/recording device stopped working and was had no lights blinking anywhere on it. Rn called given rep and rep said to try switching out sensor belts. Rn went to pt's room, reinitialized/turned back on monitor/recording device and switched sensor belts. The monitoring device was not showing any lights/signals in the upper right hand area where the pill sensor is. Rn called rep again and was told to call given tech support. Called and spoke with tech support and was told to take another sensor belt up to the pt and called back when with the pt. Went back to pt's room with another sensor belt and called tech support again and was told to detach pt from monitor and take monitor back to the endoscopy center where the base/cradle is and to call tech support back again. Once back in the endoscopy center, called tech support again and followed the directions to trouble shoot. Was informed that monitor was not capturing correctly and pt would not be able to complete study due to malfunction of the recording device. Md and pt notified that procedure cannot be finished and may not have been recorded due to malfunction, pt told to call md's office tomorrow. Following tech support instructions, cd was burned of the gi pill study that did capture and sent to given tech support. All sensor belts were tested per tech support instructions and working properly. Recorder/monitoring device was removed, tagged, and given to cuc. Given tech support ticket # 300283272. Gi capsule ID: sw8-bsm-r/lot #2013-27/22428s.